Manufacturer narrative:
Qn# (B)(4).

Event description:
There was no patient involvement. It was reported that the user received multiple helium loss 3 alarms. The alarm history showed several high baseline alarms that did not issue on the intra-aortic balloon pump (iabp). It was noted that the user was unable to check the helium due to lack of tools and the iabp failed a leak test. As a result, the iabp was sent to biomed.

Event description:
There was no patient involvement. It was reported that the user received multiple helium loss 3 alarms. The alarm history showed several high baseline alarms that did not issue on the intra-aortic balloon pump (iabp). It was noted that the user was unable to check the helium due to lack of tools and the iabp failed a leak test. As a result, the iabp was sent to biomed.

Manufacturer narrative:
Qn#(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "helium loss alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.